Event description:
During a stenting treatment procedure, the biliary wallstent did not fully expand after deployment. The patient was asymptomatic during this event. The physician used a 6 fr introducer sheath for vascular access, and an amplatz super stiff guide wire to cross the lesion. The biliary wallstent was removed, and replaced with another wallstent to successfully complete the procedure. No patient injuries or complications were reported.